Event description:
A report was received on 03 aug 2025 from a 66-year-old male patient with a medical history including diabetes and end stage renal disease, who stated blood leaked from the unclamped heparin line during a home hemodialysis treatment on (B)(6) 2025. The patient felt dizzy and experienced confusion. Emergency medical services (ems) transported the patient to the hospital where he was admitted and received a blood transfusion on (B)(6) 2025. Additional information was received on 05 aug 2025 from the home therapy nurse (htn) who stated the patient has recovered and resumed therapy with the nxstage system.

Manufacturer narrative:
The involved cartridge was not available for evaluation. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly. (B)(4).